Manufacturer narrative:
Device evaluated by manufacturer: analysis revealed the distal tip, including coil wire/core wire/ribbon (ccr joint) was not returned for analysis. A small portion was cut back to reveal the core wire. The core wire was fractured. Analytical test results concluded that the fracture surface appeared flat which indicates that the core wire failed by torsional overload. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a guide wire sheared off and remained behind in the patient. The 100% stenosed and chronic total occlusion was located in the moderately tortuous and severely calcified vessel located below the knee. A journey guide wire was advanced for treatment but kinked during the procedure. Approximately 1 cm of the distal tip of the guide wire "sheared" off inside of the patient. An unsuccessful attempt to remove the tip was made. A non bsc 2.5x18mm stent was used to trap the tip of the guide wire against the vessel wall below the knee. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a guide wire sheared off and remained behind in the patient. The 100% stenosed and chronic total occlusion was located in the moderately tortuous and severely calcified vessel located below the knee. A journey guide wire was advanced for treatment but kinked during the procedure. Approximately 1 cm of the distal tip of the guide wire "sheared" off inside of the patient. An unsuccessful attempt to remove the tip was made. A non bsc 2.5x18mm stent was used to trap the tip of the guide wire against the vessel wall below the knee. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.